Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. There was no reported impact to the customer's blood glucose level. Reportedly, in the past the customer continued using the cartridges until the customer's regularly scheduled supply change. At the time of the report the customer reloaded the current cartridge and received an accurate fill estimate.